Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, a misload was identified during fluoroscopic loading check. A frame node overlap extending past node 4 was observed. Of note, the misload was not due to a new valve loader. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Image review: fluoroscopic images and cine loops of the pre-implant valve load inspection and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. The provided image of valve load inspection shows an inflow crown overlap to the fourth node. According to medtronic¿s best practice recommendation, the evolut system should have been replaced with a completely new evolut system at this point. The implanters decided to go ahead and attempt an implant with this valve. During the subsequent valve deployment, the formation of an infold or at least a very constricted valve on the ncc side could be observed. At this point of the procedure, the evolut system was withdrawn from the patient and replaced with a new one. The new evolut valve was implanted without any complications. With a high likelihood, the formation of the occurring infold was a consequence of the misload previously visible during the fluoroscopic valve load inspection. No adverse patient effects were reported. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, during the initial valve check the implanters did not believe there was a misload past node 4. During the first valve was deployed to 80%, it was noticed that the valve was very constrained and was retrieved from the patient. A procedural delay of 5 minutes resulted from the infold. Upon closer inspection immediately following the valve procedure, it was noticed that a frame overlap to the 4 node was present. Per the physician, the patient's annular calcification contributed to the valve infold. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: b5 - corrected to included information known at the time of valve implant g3 - date manufacture received date corrected from 2024-oct-11 to 2024-sept-10 additional codes - corrected to include f05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via dhl in its original box and jar fully submerged in a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears were observed. There were signs of creasing on the leaflets. As received, all leaflets were closed. All commissures appeared intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, and the frame expanded to its full dilation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown and paddles. The capsule guide tube was advanced until the capsule guide tube covers the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut IFU, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, a misload was identified during fluoroscopic loading check, however, the misload was not due to a new valve loader. Based on the information provided, a conclusive cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.